Event description:
During a routine shift check by a clinician, the device displayed "defib fault 80," "discharge fault," "pacer disabled," "defib disabled," and "system fault 37" messages. There was no pt involvement in the reported malfunction.